Event description:
It was reported that the patient presented in clinic for a routine check. It was noted that noise reproducible with isometric movement was observed on the atrial lead. Programming changes were made to reduce sensitivity. The patient was stable.